Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during device evaluation. The root cause was determined to be damage to the right force sensing resistor (fsr). The right fsr was replaced in order to resolve the reported condition.

Event description:
It was reported to baxter (B)(4) that a flogard infusion pump had an f-38 alarm. It is unknown when this condition occurred. There was no report of patient involvement; therefore, no report of patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.